Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose levels would be in the high 200 mg/dl, 300 mg/dl, and 400 mg/dl. The customer¿s blood glucose level during the incident was 405 mg/dl. The customer¿s current blood glucose level was 229 mg/dl. The customer treated the high blood glucose with the insulin pump. Troubleshooting was performed and insulin exited. The insulin pump passed the occlusion test. The customer was advised that the insulin pump was working to standards. The device will not be returned for analysis.